Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient received inappropriate shocks due to suspected lead fracture. The lead was explanted.